Event description:
A patient contacted lifecor customer support to report that she could not download. Support noticed that there was a "9" in the dialing string. Support sent a patient services representative (psr) to the patient to reprogram the monitor. The psr stated that the monitor just kept vibrating every time she tried to get it into programming mode. Support had the psr replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The root cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The distributor received a replacement monitor.